Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 146 mg/dl at the time of the incident. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. Display did not return after pump restart. Issue was not resolved by troubleshooting. Customer stated today he had a low battery on his pump and had to replace the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.